Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced defective mesh, chronic pain, recurrence, extensive adhesions, nonfunctional mesh, bilateral bulging, sub-xiphoid bony growth, abdominal pain, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included myofascial cutaneous flap advancement, open repair of recurrent incarcerated ventral hernia, implantation of a large mesh prosthetic, excision of sub-xiphoid bony mass (heterotopic ossification), removal of mesh, exploratory laparotomy with extensive lysis of adhesions, and transversus abdominis plane block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, h6(patient codes) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced open wound, defective mesh, chronic pain, recurrence, extensive adhesions, nonfunctional mesh, bilateral bulging, sub-xiphoid bony growth, abdominal pain, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included myofascial cutaneous flap advancement, open repair of recurrent incarcerated ventral hernia, implantation of a large mesh prosthetic, excision of sub-xiphoid bony mass (heterotopic ossification), removal of mesh, exploratory laparotomy with extensive lysis of adhesions, hernia repair with new mesh, and transversus abdominis plane block.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced open wound, defective mesh, chronic pain, recurrence, extensive adhesions, nonfunctional mesh, bilateral bulging, sub-xiphoid bony growth, abdominal pain, mental pain, disability, impairment, rectus diastasis, and loss of enjoyment of life. Post-operative patient treatment included myofascial cutaneous flap advancement, open repair of recurrent incarcerated ventral hernia, implantation of a large mesh prosthetic, excision of sub-xiphoid bony mass (heterotopic ossification), removal of mesh, exploratory laparotomy with extensive lysis of adhesions, hernia repair with new mesh, and transversus abdominis plane block.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced chronic pain , recurrence, extensive adhesions, nonfunctional mesh, bilateral bulging, sub-xiphoid bony growth, and abdominal pain. Post-operative patient treatment included myofascial cutaneous flap advancement on the left, myofascial cutaneous flap advancement on the right, rectus myofascial flap on the left, rectus myofascial flap on the right, open repair of recurrent incarcerated ventral hernia, implantation of a large mesh prosthetic, excision of sub-xiphoid bony mass (heterotopic ossification), removal of mesh prosthetic for nonfunction, exploratory laparotomy with extensive lysis of adhesions, and transversus abdominis plane block .

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced chronic pain , recurrence, extensive adhesions, and nonfunctional mesh. Post-operative patient treatment included mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, recurrence , extensive adhesions, and nonfunctional mesh. Post-operative patient treatment included mesh removal.